Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: ligating cystic duct and artery as per normal. First firing, the clip appeared but didnt close with the jaws when the closed across the duct. The next firing pushed the first one out and they discarded both. A subsequent squeeze to load a clip, it loaded but like the first, it didn't close with jaws again. No clinical impact to patient. On 10.03.2026 - additional information received from "[territory manager]" via email: two clips would¿ve deployed at once and then the next firing would deploy without any. Intervention: unk. Patient status: ok.